Event description:
An other health care professional reported that the end of the tip had broken off but was safely in the sleeve and end of the tip was wobbling around during cataract surgery. The surgery completed by changing the tip safely. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened tip without a wrench, in a bag was received. Sample was visually inspected and found to be nonconforming, phaco broken at aspiration bypass hole, breakage is very jagged on the one part of the broken piece that was returned. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo attached to the file was reviewed by the manufacturing site. The photo show a broken phaco tip in two parts. Reported issue confirmed from photo. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. The exact root cause for the broken phaco tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).